Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that while indwelling the foley catheter had dislodged, and the cuff was deflated, leak location was presumed to be the balloon section, lot number of the product is not immediately available, but it should be identifiable via the leaflet included upon opening the package.